Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Current drain was found to be nominal when operating under the use conditions in the field. The device was monitored and examined in various modes in attempts to induce a high current condition. A high current condition was not observed during evaluation of the device, therefore, a cause for the premature battery depletion was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and further analyzed. Analysis was inconclusive. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. Based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. There was an opening in the anode separator enclosure and lithium material near the cathode tab, however, there was no visible short since the lithium was not touching the cathode tab or exposed cathode material.

Event description:
It was reported that the device capacitor charge time was long after the device reached its elective replacement indicator. The device was removed and replaced. No patient complications have been reported as a result of this event.